Event description:
During troubleshooting for an unrelated alarm, it was reported that a cassette from a previous therapy was flaking. The hp stated the whole cassette was flaking but was unable to provide more detail. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported problem. Visual inspection, leak testing and clear passage testing was performed with no issues noted. The device was also tested in a simulation of therapy using the homechoice machine, but no issues were noted. The sample evaluation was unable to confirm the report of flaking of the cassette. A batch review was conducted for potentially associated lot numbers h13b28077 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted